Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a technician confirmed o2 leakage from the muffler due to: faulty, worn out. The technician recommended replacing the device's muffler to address the issue. Additional findings: replaced tubing/housing.